Manufacturer narrative:
A review of tickets was performed for lot number 13530ui00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median results for the lot are within established limits. Therefore, no unusual reagent lot performance was identified for lot 13530ui00. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 13530ui00 was identified.

Manufacturer narrative:
Patient identifier = (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed false positive architect stat high sensitive troponin-I results on one patient using two architect analyzers. The results were provided on one patient three specimens and different sids: on (B)(6) 2020 first sample sid (B)(6) on architect (B)(4) troponin result=2.1 ng/l. On (B)(6) 2020 second sample sid (B)(6) on architect (B)(4) =48.2 ng/l/ repeated on (B)(4)=2.8 ng/l and on (B)(4)=1.7 ng/l. On (B)(6) 2020 third sample sid (B)(6) on (B)(4)=2.1 ng/l. There was no additional patient information provided. The account did not provide the troponin cutoff value. The architect stat high sensitive troponin-I package insert overall cutoff of 26.2 pg/ml was used to determine positive/negative interpretation. There was no reported impact to patient management.